Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of morphine, in the pca only mode, with a 10mg pca dose. No further programming parameters were provided. On (B)(6) 2011 at an unspecified time during nursing rounds, the patient reported no pain relief. The customer contact reported that patient's pain level was "always between 9 and 10 out of 10." The programming parameters on the pump were checked by two nurses and reported to be correct. At this time, the nurse directed the patient to press the patient pendant button. The customer contact reported the device delivered a 0.1mg pca dose instead of the expected 10mg pca dose. The physician was notified and pain therapy changed to morphine 10mg ivp (IV push) every 4-6 hours. The pca therapy was discontinued and the pump was removed from clinical service. At an unspecified time, the patient was treated with morphine 10mg ivp. After an unspecified length of time, the patient reported a pain level of 6-7 out of 10. At an unspecified time, the patient was treated again with morphine 10mg ivp and subsequently reported a pain level of 3-4 out of 10. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The pump was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.